Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they were having issues with their stimulation, and the issue began probably a week ago. Patient stated the stimulation was going below their knees and not up into their back where they needed it. During the call patient was on group c. Patient switched to group b and increased intensity but patient didn't feel any stimulation. Patient only had 1 program in group b and increased stimulation to 4.2. Patient switched to group a and had 2 programs. Patient increased the stimulation from 2.3 to 4 but still didn't feel any stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.